Event description:
A malfunction alarm was reported by the customer while attending a concert. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on her blood glucose level. As a corrective action, the customer planned to contact technical support after the concert for assistance with resetting the pump. Cts attempted multiple follow ups however patient was not available.